Event description:
It was reported that externalized conductors were noted. The lead was explanted and replaced. The patient is fine after the event.

Manufacturer narrative:
A partial lead with lead tip measuring 47 cm was returned for analysis. Both external and internal abrasion with exposed rv cables was noted at 11.5 cm to 12.3 cm from lead tip. Intact lumen to inner coil and etfe coating on the cables was noted. Both external and internal abrasion with exposed rv cables was noted at 9.3 cm to 11.0 cm from lead tip. The etfe coating on one rv cable was breached at the same area. The lumen to inner coil was breached at the same area, at 10.2 cm and 10.6 cm from lead tip. Intact ptfe tubing on around the inner coil was noted. External abrasion with exposed re cables was noted at 9.4 cm to 10.7 cm from lead tip. Intact etfe coating on the cables and lumen to inner coil was noted. Without the return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).